Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 22:39. During night drain cycle three, the patient's ultrafiltration reading was 755 ml, indicating the patient drained 755 ml more than their maximum programmed fill volume of 1000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated for the event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Review of service history data revealed previous device servicing did not cause or contribute to the event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. Upon conclusion of the investigation, the cause of the issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.